Event description:
Customer reported a large scratch on his screen. Customer's blood glucose is 150 mg/dl. Customer stated he is a farmer, so he does a lot of physical activity. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, scratches around casing and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.